Manufacturer narrative:
Vyaire medical file identification: (B)(4). The defective battery was not returned for investigation due to lithium ion battery shipment restrictions. However, the log file provided shows 0% battery status. Therefore, root cause was determined as battery defective rev. 03. The technical support initiated battery replacement under warranty. A separate reports link to this complaint was under manufacturer reference number: (B)(4).

Event description:
The customer reported bellavista 1000 showing 0% battery while connected to the main power supply and has no battery alarm during operational verification procedure. The customer also confirmed that the unit is unused for more than six months prior charging. Furthermore, there was no patient involvement associated with the event.